Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the cgm (continuous glucose monitor) display device was showing signal loss for 1 hour. It was not documented whether the patient was checking the bg (blood glucose) by fingerstick during the period without readings, alerts, or alarms. While driving, the patient experienced presyncope. The spouse called ems (emergency medical services), and when ems arrived, bg were checked, it was showing 53 mg/dl. The patient was treated with a glucose shot and recovered after treatment. At the time of stabilization, the cgm display device continued to show signal loss. At the time of the report, the patient was stable. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.